Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level displayed as ¿high¿ (specific value was not provided) and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.